Event description:
Physician had an occluded rca, which was perforated with a wire distally prior to usage of x-sizer. Physician placed 2 stents near distal r bifurcation along with 2 stents in proximal rca and noticed thrombus forming. Physician then decided to use the x-sizer in rca to remove thrombus. After 2 successful passes to collect thrombus, physician stated he felt mild resistance upon attempt to remove x-sizer. Physician stopped, cined, and was then able to remove instrument. There was no visual proof the x-sizer caught on stent. Physician then noted that the stent was distorted and rca was again occluded. Pt was ballooned, re-stented and sent to recover in ccu once flow was returned. The physician stated, "he is not sure how the stent became distorted, and is not sure if the x-sizer had anything to do with this incident.